Manufacturer narrative:
Devices and ind are unknown. No product information has been provided to date.a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has been getting numerous no disposable alarms almost daily. No patient injury was reported.